Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had physical damage. The customer indicated that the reservoir o-ring came out and the reservoir tube lip snapped off when they were changing the reservoir. Customer¿s blood glucose value at the time of the incident is unknown. The customer was unsure if the reservoir would still lock into place. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring.